Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was defective upon loading. The reporter clarified that the seal remained in the loader after the hs delivery system was withdrawn from the loader. Another hs iii was used to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device and completed the investigation. Visual inspection revealed that the delivery device was separate from the loading device. The slide lock and the plunger were not depressed, and the seal was in the loader. There was no evidence of blood. Based upon the received condition of the device, the reported complaint "seal remained in the loader" was confirmed. A lot history record review was performed for the reported lot number and there were no non conformities that could have caused the reported failure. (B)(4).